Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had low impedance measurements and insulation damage. The lead was explanted and re placed. No patient complications have been reported as a result of this event.